Event description:
It was reported that this right ventricular (rv) shock lead exhibited low out-of-range shock impedance ranges measured at 0 ohms. All previous shock impedances were within range and no noise was observed on the shock channel. Technical services (ts) provided troubleshooting recommendations. This lead remains in service. No adverse patient effects were reported. Additional information from the field indicated the suspected cause of the low out-of-range shock impedances were from the patient receiving physical therapy and high-done tens therapy. The physician discussed with the patient the electromagnetic interference (emi) risks associated with cardiac devices and tens unit.

Event description:
It was reported that this right ventricular (rv) shock lead exhibited low out-of-range shock impedance ranges measured at 0 ohms. All previous shock impedances were within range and no noise was observed on the shock channel. Technical services (ts) provided troubleshooting recommendations. This lead remains in service. No adverse patient effects were reported.